Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a calcified vessel. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured 10atm for 20 seconds. The device was removed using normal method without issue and the procedure was completed with another of same device. No complications were reported and patient was good post procedure.